Manufacturer narrative:
The manufacturer previoulsy reported receiving information alleging a ventilator's sound abatement foam became degraded. The patient allegedly expired from respiratory failure. There was no indication/information of medical intervention received. Repeated attempts to have the device and components returned for evaluation and investigation were unsuccessful. The manufacturer believes they will be unable to gather additional information. The manufacturer is submitting a final report at this time. If pertinent information becomes available to the manufacturer at a later date, an addendum to this final report will be filed.

Event description:
The manufacturer received information alleging a ventilator's sound abatement foam became degraded. The patient allegedly expired from respiratory failure. There was no indication/information of medical intervention received. The manufacturer's investigation is ongoing. A follow-up report will be submitted when the manufacturer's investigation is complete.

Manufacturer narrative:
The manufacturer previously reported receiving information alleging a ventilator's sound abatement foam became degraded. The patient allegedly expired from respiratory failure. There was no indication/information of medical intervention received. On the previous submitted report, section b2 and h1 were omitted on the report. They are both corrected on this report. Additionally, patient's date of death is unknown.

Manufacturer narrative:
Additional information was received on mar 25, 2025 and section h11 should be reported as: the manufacturer previously reported receiving information alleging a ventilator's sound abatement foam became degraded. The patient allegedly expired from respiratory failure. There was no indication/information of medical intervention received. The device was returned to the manufacturer's product investigation laboratory for investigation. During the inspection, the manufacturer observed that the ventilator passed the posttest's applicable test steps on the trilogy multifunction test station. The manufacturer visually inspected the ventilator and did not detect any hardware defects on the device. On the date of incident (september 2021) the device was turned on and then turned off without any alarms or error codes. The device was used consistently and when it was used there were no alarms or error codes. The device and allowed to warm up on the bench top. During this time there were no alarms or error codes. The device was tested on the trilogy multi-function test station and passed the applicable test steps. The device was run on the bench top without any alarms, failures or overheating. The device was opened and did not detect any signs of melted plastic inside of the device. The technician inspected the airpath foam and found it to be firmly secured, without signs of delamination or degradation. The manufacturer was not able to confirm the presence of degraded sound abatement foam. The device's event logs were downloaded and reviewed by manufacturer. The manufacturer found no critical errors. The manufacturer concludes that there was no evidence of sound abatement foam degradation. The manufacturer was unable to duplicate any failure with the ventilator and has determined that the device functions as designed. Sections d9, h2, h3 and h6 has been updated in this report.